Manufacturer narrative:
A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase level was in the 500s range as of (B)(6) 2016. The patient is on brilinta and coumadin.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted with elevated lactate dehydrogenase (ldh), and that the patient has had a past history of elevated plasma free hemoglobin (pfh). The lvad system produced elevated power readings, and pump thrombus was suspected. The ldh was reduced when heparin was administered, but rapidly re-elevated after discharge. The patient was readmitted and started on integrilin and the ldh decreased. The patient was then treated with ticlid and aspirin (asa) along with coumadin. Log file analysis by the manufacturer's technical services did not reveal any device issues. On (B)(6) 2016, the patient was in the hospital again and on integrilin due to an elevated ldh and pfh. Laboratory values decreased with treatment. The patient was discharged on brilinta, warfarin and aspirin. The ldh had decreased to 142 u/l. The patient will be monitored. No additional information was provided.